Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field service engineer (fe) was already at the customer site for another service order and confirms the issue with the customer. The fe verified that the tip clamps were within specification. The fe successfully ran lld 5 times without errors. All required replacements, adjustments and procedures were performed and verified following documented service procedures. The customer accepted this summit back in to service. Repairs have returned this instrument to expected operation.